Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the buttons on the insulin pump were hard to press. The customer's blood glucose was unknown. The customer explained that this issue was causing them to mess up because the buttons were different. The customer was advised that their insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.